Event description:
Related manufacturer reference number: 2017865-2022-00006. It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited high pacing impedance, lead noise, and episodes of loss of capture due to high capture threshold. It was also observed that the right atrial lead exhibited high pacing impedance. On (B)(6) 2022, the right ventricular lead was capped and replaced. The patient was asymptomatic and remained in stable condition post procedure.

Manufacturer narrative:
Correction: upon review, the atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Related manufacturer reference number: 2017865-2022-00006. New information received on 13 jan 2022 was noted that no allegation of malfunction was reported on the atrial lead.